Event description:
A complaint was received from a customer that said the display appears to be faded rather than solid. The customer replaced the batteries but this did not improve the condition of the display. While on the phone a review of the system was conducted. Electronic checks were satisfactory. However, a portion of the display was extremely faded almost to the point of it being missing. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.